Event description:
The physician reopened the midline incision of a patient implanted with an evoke spinal cord stimulation (scs) system because the incision was not healing. During the revision procedure, the physician identified that the lead strain relief loop was putting pressure on the incision preventing it from healing. The lead strain relief loop was sutured down, and tissue was debrided. The revision procedure was successful.